Event description:
It was reported that the lead was explanted and replaced due to non-specific malfunction. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.